Manufacturer narrative:
H.6. Investigation: bd received samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® edta 2k foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer reported about "a black rubber-like foreign matter found in a tube before use.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® edta 2k foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer reported about "a black rubber-like foreign matter found in a tube before use.¿